Event description:
Complainant alleged that during functional testing, the device failed calibration testing. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector on the smart pneumatic module board. The cable was reseated to correct the reported problem. It could not be firmly established how the connector became misaligned. The device was recertified and returned to the customer. Reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not operate correctly. Complainant did not indicate that there was any patient involvement in the reported malfunction.